Event description:
It was reported that upon inspection in the warehouse, it was found that there was scratch on the sterile package. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified damage to the sterile packaging (inner pouch). Sterility has not been compromised. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as it cannot be determined if the scratch occurred during manufacturing or transit. The device evaluation found the product to be conforming and sterility not compromised. Further, the event did not contribute to a serious injury; therefore, this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.